Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/catheter resistance - kinked. The device (catalog# (B)(4) not intended for sale in the us. Similar device/component sold in the us.

Event description:
It was reported that swg met resistance in "catheter over needle". A new kit was obtained.

Manufacturer narrative:
(B)(4). The customer returned an introducer catheter (from the catheter-over-needle assembly) and a guide wire assembly for evaluation. The components showed evidence of use in the form of dried blood. No other components were returned. No obvious visual defects were observed on the introducer catheter with the naked eye. A kink and offset coils were observed in the guide wire body towards the distal end. The guide wire distal j-bend was misshapen but intact. Both welds were present and were observed to be full and spherical. The kink in the guide wire is located 10, 13 and 580 mm from the distal tip. The length and outer diameter of the guide wire were measured and were found to be within specification. The introducer catheter was also measured and was within specification. The returned guide wire was inserted into the catheter hub 4 times , rotating the catheter turn between insertions. Resistance was encountered during two insertions preventing the guide wire from passing through the catheter. After functional testing, the hub of the catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. A device history record review was performed on the guide wire and introducer catheter from this lot and no relevant manufacturing issues were identified. The customer complaint of resistance between the guide wire and the catheter from the catheter-over-needle assembly was confirmed during sample investigation. During functional testing it was found that the guide wire would not pass through the introducer catheter in certain orientations. The catheter was cross-sectioned and a molding issue was identified. The probable cause of this issue is manufacturing related. A CAPA was implemented as a corrective action for this issue in (B)(6) 2017. The catheter lot was manufactured in july 2017. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that swg met resistance in "catheter over needle". A new kit was obtained.

Manufacturer narrative:
(B)(4). The customer returned an introducer catheter (from the catheter-over-needle assembly) and a guide wire assembly for evaluation. The components showed evidence of use in the form of dried blood. No other components were returned. No obvious visual defects were observed on the introducer catheter with the naked eye. A kink and offset coils were observed in the guide wire body towards the distal end. The guide wire distal j-bend was misshapen but intact. Both welds were present and were observed to be full and spherical. The kink in the guide wire is located 10, 13 and 580 mm from the distal tip. The length and outer diameter of the guide wire were measured and were found to be within specification. The introducer catheter was also measured and was within specification. The returned guide wire was inserted into the catheter hub 4 times , rotating the catheter turn between insertions. Resistance was encountered during two insertions preventing the guide wire from passing through the catheter. After functional testing, the hub of the catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. A device history record review was performed on the guide wire and introducer catheter from this lot and no relevant manufacturing issues were identified. The customer complaint of resistance between the guide wire and the catheter from the catheter-over-needle assembly was confirmed during sample investigation. During functional testing it was found that the guide wire would not pass through the introducer catheter in certain orientations. The catheter was cross-sectioned and a molding issue was identified. The probable cause of this issue is manufacturing related. A CAPA was implemented as a corrective action for this issue in (B)(6) 2017. The catheter lot was manufactured in july 2017. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that swg met resistance in "catheter over needle". A new kit was obtained.